Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the leading haptic had twisted. They attempted to untwist it, after which the entire lens fell off the system. According to the additional information received there was no patient contact, and the initial procedure was completed on the same day.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).